Event description:
Pt was admitted to change out a malfunctioning ICD and avn ablation. The ICD was removed and the ablation was begun. During the procedure, the ablation machine shut down and issued an error code 9. The machine was restarted and again shut down with the same error code displayed. The machine was removed from the pt and the procedure stopped. The ablation machine was sequestered and marked as broken. The vendor rep was contacted as was bio-med. The equipment will be returned to the vendor, via their distributor biosense webster. The pt was recovered and discharged home with a newly implanted ICD. It will several weeks before an assessment can be made to determine if the ablation was effective before the equipment failed.